Event description:
The patient stopped responding to sound following a blow to the head. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not occurred as of the date of this report. The health care professional has been informed that the explanted device should be returned to cochlear ltd.